Event description:
The patient reported that she experienced elevated blood glucose 29.5 mmol/l (531 mg/dl) after bolusing and eating. She attempted to bolus but the infusion device buttons did not work. She removed the battery and e8 (power interrupt) was displayed. She was unable to clear the error. She injected 5 units of insulin via pen and the following morning, her blood glucose measured 7.3 mmol/l (131 mg/dl). She stated that the rubber of the buttons were worn through and metal contacts could be seen. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.